Event description:
It was reported that the ortholock ex-pin 3x110 broke off into the patient during a total knee arthroplasty procedure. The pin broke during removal from the patient. The surgeon decided to leave the broken piece in the patient. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the ortholock ex-pin 3x110 broke off into the patient during a total knee arthroplasty procedure. The pin broke during removal from the patient. The surgeon decided to leave the broken piece in the patient. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During the evaluation, we confirmed the reported event that the pin was broken. During the visual inspection by the product technician, we observed striations on the proximal end of the pin below the predetermined breaking point, indicating that a standard chuck may have been used instead of the quick release chuck as advised in the IFU. Based on a review of the IFU, possible causes include: deviation while drilling, use of a power tool, and use of the wrong chuck.